Event description:
It was reported a leak was noted from the valve during an atrial fibrillation ablation procedure. The sheath was placed in the left atrium during a pvi case. An ibi afocus catheter was placed through the sheath in the left atrium. The sheath was continuously flushed with saline. After a period of time, blood and saline were noted to be leaking from the hemostasis valve of the sheath. The procedure was completed by exchanging the sheath for a new one utilizing an over the wire technique. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). One 8f swartz introducer was received for eval. The introducer was tested for leaks using pressure and submerging the introducer in water; a leak was detected at the valve. Aspiration was also detected through the side port. The hemostasis cap was removed and the hemostasis seal was examined; no anomalies were noted with the manufactured slit. However, a hole was noted in the side/bottom of the seal when flexing the seal, which caused the leak. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical procedural factors.